Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified the reported balloon rupture to be a pin hole in the balloon right over the proximal balloon marker. A search of the complaint handling database was performed and identified other incidents from this lot for balloon ruptures. A review of the lot history record identified no manufacturing nonconformities issues to the reported lot that would have continued to this event. Although a product issue was identified, it was concluded that this issue does not affect a population beyond the original complaint device; therefore no product action is required. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The nc tenku rx dilation catheter is an abbott vascular manufactured device which is distributed in (b)(46) by st. Jude medical (B)(4) company, ltd. Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a concentric, heavily calcified, de novo lesion in the 90% stenosed, mildly tortuous, proximal right coronary artery. A 3.5x8mm nc tenku balloon dilatation catheter (bdc) was soaked and prepped outside the patient anatomy, then advanced to the target lesion. During the first inflation, the balloon ruptured at 14 atmospheres. There was no adverse patient effect and no clinically significant delay in the procedure. The procedure was successfully completed with an unspecified same-sized balloon dilatation catheter. No additional information was provided.